Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead and subsequently premature battery depletion occurred. Upon interrogation again in clinic, the thresholds were observed to be within normal limits. The implantable pulse generator was explanted and replaced. No patient complications have been reported as a result of this event.